Event description:
It was reported that the patient had passed away. The patient's mother claimed that the ventilator was not working properly but was unable to give any further details. Nine-one-one was called and the patient was taken to the hospital where he passed away. The ventilator did not have an audible alarm when the reported event occurred.

Manufacturer narrative:
Na.